Manufacturer narrative:
The insulin pump had intermittent button response due to flattened, up button, dome switch. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer's up button was not responding. The customer was trying to give herself a bolus when she realized that the button would not work. The customer's blood glucose was 87 mg/dl. The customer was unaware of any significant events leading to the keypad issues. The customer did state that the insulin pump was exposed to moisture. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.